Event description:
After an implantation period of approximately 103 months, impedance values > 3000 ohms were reported. Upon follow up in the clinic, a possible insulation damage of the lead was suspected. The lead was capped, and a new system was implanted on (B)(6) 2017. The system was not returned to biotronik. No adverse patient events were reported.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the data and diagnostic images you provided. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available trend curves demonstrated a stable pacing impedance around 500 ohms between (B)(6) 2016 and (B)(6) 2017 with a subsequent sharp increase to >3000 ohms on the (B)(6) 2017. Furthermore the lead measurements of the (B)(6) july showed a pacing impedance >4000 ohms and a threshold of 4.7 v @ 0.5 ms. The provided x-ray images were inspected, showing a presumably exposed conductor cable in the pocket area. Interaction with the generator housing should be taken into consideration. However, in spite of the available information, no definite conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.